Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.

Manufacturer narrative:
This report is submitted on march 5, 2020..

Event description:
Per the surgeon, the device was electively (the patient was a non-user) explanted on (B)(6) 2020 and the patient was not reimplanted with a new device.